Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A nurse reported via phone call that her patient has low blood glucose, although did not state the glucose level. Nurse indicated that the pump is in suspend and requested instruction on how to resume basal delivery. Troubleshooting informed nurse on how to deliver a bolus. However, phone call was disconnected and no further information was provided.